Event description:
It was reported the patient was instructed to turn stimulation off prior to their colonoscopy, however when trying to use the programmer on the morning of the call, the patient saw a screen they had not seen before. A power on reset condition was noted in addition to a ¿call your doctor¿ icon. Stimulation could not be adjusted. The patient did not recall the last time the device was checked. It was noted the patient recently went on a trip, but did not go through security and was pat down. No change to stimulation sensation was noted as the patient only felt stimulation when they adjusted it. It was also stated that there was not any noticeable change in symptom control. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v136992, implanted: 2008-(B)(6), product type lead. (B)(4).